Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the issue was not established as limited clinical information related to how device came to be in wrong position was provided.

Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the initial manufacturer device report number. Section d1 brand name corrected. Section d4 catalog number was corrected. This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.

Event description:
An impella cp was inserted via right femoral artery in a 82 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage b. The patient received support from the cp for coronary angioplasty. A foley catheter was inserted 18 hours post impella insertion. On day 2 of support, while in the intensive care unit, the patient's urine was dark red. Echocardiogram showed the impella interacting with the mitral apparatus. Additionally, staff were unable to doppler pulses in the patient's right foot. Feet were warmer bilaterally, with the right colder than the left. The patient was taken to the cath lab for device repositioning and reperfusion catheter. A distal run off of the right leg was performed which revealed flow distal to the impella sheath, but a chronic total occlusion of the superficial femoral artery that reconstituted in the right popliteal artery via collaterals. Flow was visualized to the foot, but sluggish. A 6fr sheath was placed retrograde in the left common femoral artery and an antegrade braided sheath inserted in the right superficial femoral artery. After completion of the distal perfusion circuit, and pulse was dopplerable in the right dorsalis pedis. On day 3 of support, care was withdrawn and the patient expired. The reported hemolysis and limb ischemia may occur in the setting of purge-related anticoagulation requirements vascular access sites, and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, peripheral artery and vascular disease, and device position. The death will be conservatively reported to the impella cp; however, the device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical clinical condition as they presented with scai shock stage b.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.